Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was trouble with registering t10 during a t6-t10 procedure. After troubleshooting, the manufacturer representative was able to get t10 registered using the manual method, but the trajectory was yellow. After the surgeon drilled t10 left, the screw was found to be 4-5 mm medial.  The surgeon then drilled and placed the screw at t6. The t6 screw was medial by 4-5 mm. The surgeon adjusted the screws to be in the correct position. Neuromonitoring of t8 and t9 was done and the screws stimulated very low. The screws were adjusted until they stimulated higher. The surgeon felt the drills were very dull and that could have caused them to place more force on the drill. The representative did not know the cause of the deviation at t6, but the registration issues at t10 could have contributed to the deviation at t10. The representative mentioned that the blue navlock tracker was binding during the case and imaging was don e after they adjusted the screws. There was no patient harm and the procedure was delayed less than an hour.